Event description:
It was reported that during an idiopathic vt ablation procedure, the left ventricle was being mapped. Two ablations made at 30w for 60 seconds. The tamponade occurred and required the effusion to be drained. The doctor believed perforation occurred before ablation (during manipulation of catheter) but the patient did not show signs until after the ablation. The physician thought the perforation occurred when mapping catheter was looped back on its self to help reach areas of left ventricle and a retrograde approach was used.

Manufacturer narrative:
(B)(4).